Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5.

Event description:
The customer reported via phone call that they had been experiencing high blood over 400 mg/dl and issues with bent cannulas on multiple infusion sets. The customer stated that one night she ate a little, treated, went to bed with blood glucose level of 220 mg/dl and it was 595 mg/dl when waking up. The customer treated with manual injection, it went down to 400 mg/dl, and changed the infusion set, reservoir and insulin. The insulin pump will not be returned. The infusion set will be returned for analysis.